Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no reported impact to customer¿s blood glucose.